Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Visual analysis of the controller confirmed that power port connector #1 was loose due to a loose nut on the interior of the controller. Functional diagnosis was completed and showed that the controller was fully functional outside of the loose connector. There are no apparent contributing clinical factors to the reported event. The controller was in use when the reported event occurred. The most likely root cause of the loose connector can be due to inadequate thread locking adhesive used in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Current device location is unknown.

Event description:
The hospital equipment manager reported that the controller's port 1 is loose in its housing. It can be twisted, or pulled in and out slightly. The patient denies any tugs to the connection or dropping the port #1 power source. The controller was exchanged. The patient tolerated the controller exchange well.